Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). The initial result was 1.2 inr. The customer repeated testing with a new finger and obtained a result of 1.7 inr. The customer follows a diabetic diet. The therapeutic range was 2.0-3.5 inr.